Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer associated with this notification and completed its investigation. Failure analysis was not able to replicate/confirm that the instrument was "not working in a consistent manner." Visual inspection found no damage and the unit passed testing with no issues. Also, the logs showed no errors. This complaint is being assessed as a reportable complaint because the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete.

Event description:
It was reported that during a da vinci assisted surgical procedure, the vessel sealer instrument did not work in a consistent manner. It worked intermittently and there was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the planned surgical procedure was a da vinci paraesophageal hernia repair with g tube placement. The instrument failed to seal stomach lining tissues. The instrument was used to seal a couple of times prior to the sealing issue. During the instrument's sealing sequence, the audible tones were not remembered to have occurred. There were no error messages or error code generated. There was no thermal affect to the patient's tissue observed. It is unknown if the end of the sealing cycle tones were heard or if the tone was heard during the instrument's cut sequence. The patient's tissue was healthy. The surgeon did not encounter any other hard objects such as clips or staples. The surgeon does not know what caused or contributed to the sealing issue. The planned surgical procedure was completed with an unspecified replacement instrument. There was no patient harm, adverse outcome or injury due to the sealing issue.